Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation.

Event description:
The jaws were found misaligned while in use on a patient. No clips/parts fell in the patient's body.

Event description:
The jaws were found misaligned while in use on a patient. No clips/parts fell in the patient's body.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the (B)(6) as part of a 50 pc. Lot in june of 2020. Evaluation of the returned instrument shows that the tips are loose and misaligned, and the jaw pivot pin is slightly sticking out of one side of the outer tube assembly. We are able to validate this complaint. We are unable to determine what caused the jaws to be loose and misaligned and for the jaw pivot pin to be slightly sticking out on one side of the outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.